Event description:
It was reported when using the bd vacutainer® edta 2k the customer noticed that the fill line was misaligned (incorrect fill line). There was no report of impact to the patient or user.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
The following fields were updated due to additional information: d4. Medical device lot #: 3289235. D4. Medical device expiration date: 31-jan-2025. H4. Device manufacture date: 31-oct-2025. D.4 UDI#: unknown. Investigation summary: bd had not received any samples or photos for investigation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: fill line position. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® edta 2k the customer noticed that the fill line was misaligned (incorrect fill line). There was no report of impact to the patient or user.